Manufacturer narrative:
Additional manufacturer narrative - attempts to obtain additional information have been unsuccessful. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a mitral bioprosthetic valve that was requires valve in valve intervention due to severe regurgitation secondary to an immobile leaflet an ef of 20% after an implant duration of eight (8) months. No additional information has been received.